Manufacturer narrative:
The field service engineer (fse) inspected the module and found the system water flow with probe washes, rinse mechanism cell rinse volumes, and gear pump pressure be low. He then disconnected & reconnected the water supply tubing fitting connection from the output of the external black water tank to c701 module sample buffer (msb). He purged air from the external black water tank tubing to c701 msb. He verified that the gear pump pressure, rinse mechanism cell rinse volumes & probe washes were within specifications. He performed a precision test will successful results. The customer performed qc with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results from several patient samples tested on the cobas 8000 cobas c 701 module. The reporter stated that all of the initial questionable results were around 1 mg/dl lower. The reporter was able to provide one example of a discrepant result. The initial result was reported outside of the laboratory. The patient sample was rerun on a c702. The initial result from the module was 3.3 mg/dl. The repeat result from the c 702 was 4.8 mg/dl. The repeat result was deemed correct.  The reagent lot number and the expiration date were requested but not provided.